Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: the femoral introducer was returned with the separated shells from the handle. None of the movable parts from the handle was returned, why the function of the handle/release mechanism cannot be investigated. During manufacturing it is specified how to load the filter to ensure proper release of same. Based on returned product and the limited information provided the exact reason for the reported difficulties encountered when attempting to release the filter cannot be determined. However, there is no evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the filter cannot be released while the filter delivery system was delivered to the target site repetitiously. Then the hospital organized the expert consultation after a communication with the sales rep of cook. The physician decided to dismantle the handle and release the device manually. And the filter be released successfully this time. Patient outcome: the patient did not require any additional procedures due to this occurrence.